Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated they felt the cause of the iol damage was due to technical/loading error.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error.